Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a patient with an incomplete flap that could not be lifted following lasik flap creation of the left eye. The patient will wait three months for further treatment.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer verified z-offset. Pmma depths are measuring 123 microns. He analyzed logfiles and found no errors. No technical root cause was identified as the product was found to be within specifications. Potential contributing factors to the incomplete flap may be movement of the patient, improper docking, too much fluid on the eye, inappropriate setting of spot separation or pulse frequency of the laser and others. The manufacturer internal reference number is: (B)(4).